Event description:
It was reported the programmer has exhibited some unresponsive episodes to the stylus or episodes of freezing during programming sessions (delays several seconds long when initiating tests). An error message was also reported, in which the programmer was rebooted and then functioned fine. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Multiple errors were found in the programmer error log. Stylus is bent.